Event description:
Pt reports that cadd ms3 pump sn (B)(4) is constantly beeping - seems to be running but just keeps beeping without an error message on the screen - pt disconnected that pump and connected to her backup pump without any harm or issues to the patient - we are sending a replacement pump for tomorrow and patient will return the broken pump - no further information available. Diagnosis or reason for use: i27.21 secondary pulmonary arterial hypertension.